Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating properly. Upon revision, a leak in the reservoir was found; therefore, the ipp was removed and replaced. No patient complications were reported.